Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker remaining longevity was four years. The device was implanted two years ago and the remaining longevity was seven years. It was noted that the patient started experiencing atrial fibrillation (af) last month, which would lead to a reduction in longevity. Technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.